Event description:
Per the clinic, the patient reported overly loud sounds and "shocking sensation" with device use. The issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 16, 2013.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; the patient was reimplanted with a new device during the same surgery. This report is filed october 16, 2013.